Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after filling a cartridge with 120 units of insulin. Technical support educated the customer on the proper load technique. There was no impact to the customer's blood glucose level. The contact declined to load a cartridge with tandem technical support, and was recommended to call back if further issues occur.